Event description:
The device was returned for service. During service by baxter, door assemblies were found cracked on pumps #1 and #2. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 26, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of a cracked door assembly on pumps #1 and $2 was confirmed. Both pump assemblies were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.